Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient passed away after care was withdrawn two days following the ventricular fibrillation (vf) arrest that had occurred the day the lia had triggered and undersensing was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited multiple high rate non-sustained episodes, increased counts to the sensing integrity counter (sic), and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.